Manufacturer narrative:
(B)(4).

Event description:
Pentax medical ap was made aware of a complaint on 09-aug-2019 that occurred in (B)(6)involving a pentax medical video ent scope model vnl-1570stk, serial number (B)(4). The reported complaint noted that on (B)(6) 2019, a patient came to the hospital for emergency treatment because there was a fishbone stuck in his pharyngeal. During the procedure, the doctor found that there was no image on the video ent scope and the doctor used another ent scope(unknown manufacturer) to remove the fishbone. The doctor stated that they "think that this event delays treatment on the patient and adds medical risk." The user noticed the imaging failure and contacted the service department in the hospital to have the ent scope repaired. Based on a good faith effort email response from pentax medical ap on 05-sep-2019 and 06-sep-2019 the engineer was able to confirm the following information. There was no reported harm to the patient. The endoscope was returned to pentax medical on 27-may-2019 for evaluation. Based on the investigation, it was determined that the reason the ent scope had no image was fluid invasion due to a leak. The repairs to the endoscope was completed on 24-jun-2019 and including the following components: ift assembly; no 1 button; no 3 button; body cover rubber . The endoscope was returned to the user facility hospital on 05-aug-2019.